Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported on (B)(6) 2004 the patient experienced dysuria while taking amoxicillin for abscessed tooth, she also received ciprofloxacin and macrobid and a peri -urethral collagen injection, a cystoscopy is planned. The patient underwent transurethral resection of bladder tumor bilaterally on (B)(6) 2004, there was no mesh seen beneath the bladder or beneath the biopsy site and no evidence of mesh anywhere indenting or penetrating the bladder. On (B)(6) 2005 it was reported that two sets of bladder biopsies were negative and showed acute and chronic inflammation with urothelial ulceration, the patient was treated with steroids, narcotics and urinary analgesics. She continued to report increased frequency urination, burning with urination, and urgency on (B)(6) 2005 and was scheduled for cystoscopy and transurethral biopsy and/or resection as indicated. No additional information is provided at this time. (B)(4).